Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress o try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a mitral insufficiency procedure, a versacross steerable access solution kit was selected for use. The physician attempted for transseptal puncture, however it was noted that the shape of the radio frequency (rf) wire seemed distorted. Transesophageal echocardiogram (tee) imaging confirmed, the wire was not through the septum into the left atrium (la). Thus, a second attempt to puncture was made and at this time with two (2) seconds pulse, however this was also unsuccessful. The wire tilted down in the right atrium and the tee confirmed no wire in the la. It was suggested to consider a new wire but the physician wanted to try for a third time. On the third it appeared to have punctured through, however tee confirmed no wire through to the la. The physician agreed to get a new wire and as the new kit was being prepared, it was noted the patient was crashing and had to be resuscitated. There was definite pe which the team then tried to manage with aspirating, the pe seemed to grow so they called the surgeon to step in and manage. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).